Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and monitors were blank. There is no report of death or serious injury associated with this complaint.